Event description:
It was reported during a procedure for valve incompetence treatment, the balloon ruptured. The area of treatment was in the superior vena cava. The equalizer balloon was being inflated with a syringe to control venous pressure, and following injection of 19ml of fluid for the initial inflation the equalizer balloon ruptured. The procedure was completed with another of the same device. No pt complications were reported and pt status was reported as "no problem."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.